Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. No unlock connector noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced keypad anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that esc button on the insulin pump was working intermittently . The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.